Manufacturer narrative:
Patient code replaced (transcription error) plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no approved temporary deviation notice (dn) reported on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialyzer. A blood test strip was used to test for the presence of blood, and it tested positive. A fresenius 2008 t hd machine was used with fresenius comb set bloodlines. No damage was identified on the dialyzer. After the machine alarmed, the treatment was halted and the machine was removed. Follow-up with the clinic¿s confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient¿s blood was not returned after the event; however, the estimated blood loss (ebl) was not documented on the clinic¿s report. The patient was unable to complete their treatment on the date of the reported event. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.